Event description:
Related manufacturer reference number: 2017865-2022-01241. Related manufacturer reference number: 2017865-2022-01242 it was reported that the patient's implantable cardioverter defibrillator had an unspecified infection. The system was removed and replaced. The patient was stable.

Event description:
Related manufacturers reference numbers:(B)(4) related manufacturer reference. It was reported that the patient's implantable cardioverter defibrillator had an unspecified infection. The system was removed and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.